Event description:
The account alleged the bed has an intermittent self-run issue. No injury reported.

Manufacturer narrative:
The account found that the caregiver power control boards on both side rails have corrosion on the power control boards. The account cleaned the caregiver power control boards to resolve the issue.